Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. As part of our investigation procedure with this report, an olympus rep has been scheduled to visit the user facility to observe their reprocessing practices and provide add'l in-service training. The exact cause of the pt's experience could not be conclusively determined at this time. A supplemental report will be submitted if add'l and significant info becomes available later. Please cross-ref the associated reports for the other three complaint cases: 2951238-2014-00630, 00644, 00645.

Event description:
Olympus was informed that one pt tested positive for bacterial micro-organisms after having undergone an unspecified procedure. It was also reported that four similar devices have tested positive for similar micro-organisms after being cultured. The four devices have been removed from service. It was stated by the user facility that the reprocessing protocols have been followed but the devices continue to fail micro-biological testing. Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding the reported event, but with no results.